Event description:
It was reported that the insulin pump is broken. Customer fell and broke the insulin pump, the whole back of the insulin pump is broken. The blood glucose reading is 180 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint of power connector on interface board. The insulin pump had a broken end cap, cracked display window corner and missing display window.